Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact. Customer rebooted the phone upon technical support's advice and was able to load the cart and resume insulin delivery.